Event description:
It was reported that the pt passed away on (B) (6) 2010. Per reporter, the pt stopped breathing in the shower and could not be resuscitated. Attempts for further information have been unsuccessful to date.